Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-02566 & 1627487-2019-02567. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Device 3 of 3; reference MFR. Report#: 1627487-2019-02566 & 1627487-2019-02567. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the scs system was explanted.